Event description:
2002 - medtronic 7274 permanent ICD ddd-r pacemaker; device on clinical advisory alert list for sudden battery depletion. 2005 - explanted. Insertion of medtronic 6949 pacer sense defibrillation right ventricular electrode. Insertion-medtronic 7288 intrinsic permanent interal cardioverter-defibrillator ddd-r pacemaker.